Event description:
It was reported that patients spinal cord stimulator (scs) lead was fractured. No further information has been obtained. Additional information received that the patient underwent a scs leads explant procedure. The patient was doing well postoperatively. The explanted components were discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19007820, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead was fractured. No further information has been obtained.